Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for a newborn patient sample tested for bilt3 bilirubin total gen.3 (bilt3) on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The initial bilt3 result from a sample in a micro cup was 0.27 mg/dl. The sample was repeated twice with results of 17.59 mg/dl and 17.83 mg/dl. The customer stated the sample did not have foam or bubbles. There was no allegation that an adverse event occurred. The bilt3 reagent lot number was 252669. The expiration date was not provided. Upon review of the reaction monitor, the reaction curve shows strongly fluctuating absorbance values for the initial result of 0.27 mg/dl. The repeat result of 17.59 mg/dl shows a smooth, non-fluctuating reaction curve which produced the correct result. No issues were identified during a review of the alarm trace, calibration, quality control data or sample tube handling. Based on the information provided, the erroneous low result was due to a micro-clot or fibrin strand in the sample. The reaction monitor shows fluctuating absorbance values and that an insufficient sample volume was pipetted.